Event description:
Mdt rep called on behalf of another clinician who is with the patient in clinic and trying to charge their ins that has been over discharged since july. Rep states they tried charging with the patient's ins and another recharger from the clinic and are unable to connect. Tss advised rep to have the clinician call ts directly to walk through physician recharge, if needed. Upon further review, caller said the "think" this was the pt's 2nd time where they went into over discharge. Additional information was received from patient stating patient to receive wireless recharger as current legacy recharger was not working. Caller stated there were connectivity issues to the ins, there wasn't a good connection and recharger was not staying connected while charging. Caller mentioned that a lot of the time they hear that the recharger cords are fraying but caller stated nothing of that nature was reported to them for this particular patient. Caller believes the legacy recharger not working is what led to the over discharge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from rep stating regrading troubleshooting they have provided all the information already. For c ause of ins discharge they said the patient could not get the recharger to work properly so the patient let the ipg over discharge. The legacy recharger is not returned and patient has the possession of the device.